Manufacturer narrative:
The reported event of a inability to pair the patients smart phone to the implanted device was confirmed. The information provided was reviewed by abbott engineering and it was concluded that due to performing the temporary programming and proceeding with permanent programming without canceling the temporary programming first, resulted in the device¿s ble advertising interval to be set as 120 minutes, rather than the 2 minutes. This will result in the device¿s remote monitoring to be set to disabled following exit of shipped settings. The device is performing as expected. No anomalies were found.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The ICD was able interrogated, but it was unsuccessful at reestablishing bluetooth telemetry. There were no patient consequences.